Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a left acl procedure, the spade tip of the flexible tightrope® drill pin, ar-1298flx, broke off inside of the patient's femur as the surgeon was attempting to reverse the pin out of the bone to readjust position. The surgeon decided to leave the broken fragment in the femur and completed the tunnel with a flipcutter instead. The case was then completed with no further incident.